Event description:
It was reported that a flogard IV solution administration set leaked. This event occurred during patient use, though no patient injury or medical intervention was associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available at the plant for evaluation. Visual inspection revealed that the y site was damaged and had a crack. Set was tested with a viaflo sodium chloride 100ml bag and leak was observed from the crack on y-site. The reported problem was confirmed, however the root cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.